Event description:
It was reported that the patient presented to the emergency room near syncope. The pulse generator was in backup vvi and no pacing support was observed. The patient's heart rate had dropped to 30 beats per minute. As the patient had been lost to follow-up and there was no previous battery data, no further troubleshooting was performed. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.